Event description:
I have mentor silicone gel breast implants that are making me extremely ill. I have so many health problems that I have never had before, including hair loss, extreme fatigue, chest pain (stabbing pain with deep breaths and sharp pains including itching and burning), joint and muscle pain, depression, anxiety, brain fog, extreme dry skin, urinary tract problems including chronic, infections, vision blurry, dry eyes, irritable bowel syndrome, skin and face rashes, headaches, heart palpitations, constant dehydration, numbness hands and arms. Shortness of breath, insomnia, inflammation, difficulties swallowing. Ear ringing, heart races, cold discolored limbs, white coat on tongue, bloodshot / yellow eyes. Scalp pain and tenderness, constant nausea, and metallic taste in mouth. I've had these implants for almost 9 years and these issues started around year 2 with just a few symptoms that I just figured were age and stress and being a mom. At year 8, I got hit with everything I listed and needed answers. I found thousands of women are suffering from the exact same problems due to their breast implants and the FDA is doing absolutely nothing about it. Please studies you are doing and that the mfrs are doing are going nowhere because you drop women from the study when they start reporting health problems. Do something about this. Women are being poisoned and being told it is all in their head. Common sense tells you when you find out what silicone implants are made of that putting toxic chemicals in your chest over vital organs will make you sick. No implant is safe. Do your job and do real studies and spread the truth.